Event description:
Customer stated, "using the pad in bed laying on it when the pad started smoking." The product has been returned for investigation. The customer did not claim any injury. The product was approx. 8 years and 4 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that the product had a cut on the cord at the butterfly. This was the source of the smoke the customer described. The user was misusing the pad by folding and laying on pad during use. Every time the user was folding pad near butterfly or laying on pad, stress was created at butterfly, which lead to creation of cut. Additionally, the customer admitted to laying on the pad. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Also, the switch casing was cracked. The IFU states, "carefully examine before each use. Discard unit if it shows signs of deterioration."